Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock. During insertion of cp, the pump failed to cross the aortic valve due to angulation. The device's pigtail "doubled back" and would not straighten. Intervention was required with a snare, inserted through radial access, to straighten and remove the device. The device was removed and cardiac support was successfully achieved with a second device.